Manufacturer narrative:
Investigation summary: bd received one samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for stopper cocked with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufactuirng. This type of defect is generally associated with a timing issue on the metro (the equipment which inserts the rubber stopper into the hemogard cap) based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device was missing a component of the product. The following information was provided by the initial reporter. The customer stated: tube with misplaced rubber stopper / hemogard cap found in the middle of the package when opening the package.